Event description:
It was reported that an infant underwent a procedure to repair broken suture in the chest on (B)(6) 2013. On (B)(6) 2013, an x-ray showed the suture was broken. The patient underwent a re-operation on (B)(6) 2013. Currently, the patient is still in the hospital.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.